Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient received inappropriate therapy and therapy failed/aborted was observed . It was also reported that the right ventricular (rv) lead integrity alert triggered (lia) with high short interval counts (sic) noted, and t-wave oversensing (twos) and non-physiologic sensing also observed. The ipg remains in use and rv lead was replaced and remains in the patient. No further patient complications have been reported as a result of this event.